Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrograms (egms) show occasional undersensing on the right atrial (ra) lead. It was recommended to consider reprogramming for atrial sensitivity. The device and the lead remain in service. No adverse patient effects were reported.